Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating or annunciating audible tones for alerts and alarms. There was no reported impact to customer's blood glucose. No additional patient or event information.